Event description:
As stated by customer 03/05/2010: after a transfer from the bed to the trolley / stretcher, the resident was being transported down the hall to the bathing room. During the movement, the rail catch came unfastened allowing the resident to escape the stretcher and fall to the floor. An arjohuntleigh investigator has examined the device and found; general condition of device: the trolley portion of the unit is in excellent condition. The stretcher was removed from an older model shower trolley and installed on the new trolley. The stretcher is in fair condition. The mattress and the belt restraint are in good working condition. Function test results (provide full details): the trolley pumps up and lowers properly. The stretcher clips work but need special attention to insure proper fastening. The clips will fasten properly, but they need to be watched closely to insure proper fastening. The facility has 8 units, 2 older units are not going to be put back into service. All the other units will have the clips replaced. (B)(4).

Manufacturer narrative:
(B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf on our sales and distribution company in the USA, arjo inc, (B)(4). The submission of this report and related information does not necessary reflect a conclusion by arjohuntleigh that the report or information is an acknowledgement that arjohuntleigh, arjohuntleigh employees or arjohuntleigh products caused or contributed to the reportable event. Additional information will be provided upon conclusion of the manufacturer's investigation.